Event description:
The rptr obtained a 266mg/dl and 123mg/dl blood glucose comparison on the accu-chek aviva sys. The rptr states he obtained an add'l comparison with blood glucose results 266mg/dl and 136mg/dl on the accu-chek aviva sys. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.